Manufacturer narrative:
This report is filed on october 25, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently on (B)(6) 2016 the patient was placed under general anaesthesia and underwent skin revision during an abutment change. The implanted device remains.